Event description:
Grade 4 giant papillary conjunctivitis. Pt never uses enzymes on lenses. Pt is typically non-compliant. Lenses are old. Routine follow up or progress exam have been avoided. Not a problem with lens materials or design. Lens intolerance began to be noticeable to pt on about 10/21/94. Pt put on alomide and discontinued lenses.